Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons are falling apart inside of me [device breakage]. Case narrative: consumer reported via phone that the tampons are falling apart inside of her. No injury was reported.